Event description:
Customer reports lower than expected inr on one patient on coumadin with hemochron signature+ / pt assay compared to an unknown lab instrument. Also reports an inconsistent result for the hemochron instrument for a second patient. This report is for patient 1 of 2. Patient therapeutic range is 2.5-3.0 inr-current coumadin dose unknown. Inr result 0.8 reported with itc pt test and coumadin adjusted to 15 mg/day. Four days later, inr result of 0.8 reported with itc pt test. Result questioned, repeated using citrated sample / test with 0.8 inr results and subsequently repeated with non-citrated sample/ test with 0.8 inr. Remainder of citrated sample sent to lab and 15.9 inr reported. Physician prescribed oral vitamin k based on lab result. Patient retested by lab at physician's direction with 2.6 inr. No adverse events or serious injury reported.

Manufacturer narrative:
Manufacturer evaluationn results and conclusion / investigation pending product return from user facility.